Event description:
One week post implant, atrial noise and vf episode were seen. It was noted that the patient did not have an atrial lead and that the atrial port was plugged. X-ray revealed lead dislodgement. Patient admitted of pushing up with both arms to get out of bed. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.